Manufacturer narrative:
Corrected data: describe event or problem: initially, insertion handle (03.010.045, lot # 1485664, quantity of 1) was reported as a concomitant device but after evaluation, it is no longer and is now an impacted product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part # 03.010.044, synthes lot number: u248274, supplier lot number: u248274, release to warehouse date: 29 mar 2017, supplier: orchid unique: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was performed. The returned connecting screw (part 03.010.044, lot u248274, mfg 29 mar 2017) was inspected at customer quality and the complaint of will not disassemble was unconfirmed. Upon visual inspection, it was noted that the connecting screw had no damage other than light scratches consistent with use. The threads and drive recess have no damage. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings were reviewed and no design issues were identified. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for a connecting screw. Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was unable to remove the connecting screw from the tibial nail with use of the insertion handle. The entire nail had to be removed from the patient and a new nail inserted with another instrument set. There was a surgical delay of 15 minutes. The im (intramedullary) rod - tibial fracture procedure was completed successfully. Concomitant device reported: insertion handle ((B)(4), lot # 1485664, quantity of 1). This complaint involves two devices. This report is for a connecting screw. (B)(4).